Event description:
The customer reported being hospitalized due to high blood glucose of 1011mg/dl. The customer stated that the piston on the insulin pump was not seating properly to push the insulin. The customer was not sure if the problem is with the reservoir or the device. Troubleshooting was performed. Ran a displacement test and passed. Reviewed the alarm history and no alarms found. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-85977. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-85978.